Event description:
The patient had primary hip surgery on (B)(6) 2013. On (B)(6) 2017, the patient came in reporting pain. The surgeon noticed that the patient had osteolysis and revised head and liner. Presently, the patient came in reporting pain due to a loose cup. The cause of the loose cup is unknown. The surgeon revised the cup, head, and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02 march 2022. Lot 123781: (B)(4) items manufactured and released on 27-nov-2012. Expiration date: 2017-10-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event since 2018.